Event description:
It was reported that during a review of recorded episodes, boston scientific technical services (ts) noted that this right atrial (ra) lead may have dislodged. No adverse patient effects were reported.